Event description:
The hcp reported a motor stall caused by having a magnetic resonance imaging performed (date not reported). The motor stall was confirmed in the pump event logs; no motor stall recovery was recorded. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.